Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This event was not a result of a device malfunction. Complaint was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication noted during the primary surgery. The patient underwent revision surgery for stiffness, pain and softening to the femur bone, a small amount of loss around the lugs. Also, the surgeon made aware to the patient about using lcck femur with persona tibia. No apparent intraoperative complication. The x-ray also provided and it was review by health care professionals which indicate no hardware failures. Review of the device history record identified no deviations or anomalies during manufacturing. Per package insert: pain and stiffness are known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - persona cemented femoral component, catalog # 42500006001, lot # 63690381, persona cemented tibial component, catalog # 42532006701, lot # 63682999, persona all poly patella, catalog # 42540200029, lot # 63615129. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00181. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Discarded

Event description:
It was reported the patient underwent a left knee revision arthroplasty approximately one year post implantation due to stiffness. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It was reported since the initial procedure, the patient has been experiencing pain. It was also discovered there was a small amount of bone loss close to the femur bone.